Manufacturer narrative:
Product event #(B)(4) testing performed: complaint device: device: plasmablade¿ tna ¿ adenoid tip, product code (sku): ps300-002, serial / lot number: (B)(4), expiration date: 2016-11-07, quantity returned: 1, visual inspection: manner in which the device was shipped: cardboard box received with no packaging to fill the negative space. Device handle not returned, only the adenoid tip was sent back for complaint investigation. Adenoid tip inside a single biohazard bag, not double bagged. No other original packaging returned, therefore, is not possible to confirm the lot number against the product event page in gch, nor is it possible to confirm the adenoid tip that was sent back as the reported complaint adenoid tip. Device visual inspection: adenoid tip appears used as evidenced by blood and tissue; around the plastic housing and melting of the plastic housing that encases the wire electrode. Adenoid tip wire electrode is visibly broken, detached on one side with charring of the adenoid tip. An example of a new clean adenoid tip is included for reference. Functional inspection: unable to perform functional testing as the device handle was not included in the return only the adenoid tip was sent back for complaint investigation. Lhr review: the lhr for lot # 0006927760 was reviewed and no failures or nonconformities were identified that are investigation conclusion: relevant to the reported complaint. The reported complaint of the ¿wire break and housing melted¿ on the adenoid tip is confirmed and determined to be out of specification based upon the visual inspection during the complaint investigation. Without proper use, IFU ¿ plasmablade ¿ tna ¿ lbl-00125 rev. C, it is known that this type of failure can occur. This is a known condition for most electrosurgical devices yet can be exacerbated when operating without suction, with prolonged stationary activation or failure to clean debris accumulated at the distal tip. Operating the device in this state may result in additional exposure of a segment of the electrode adjacent to the intended electrode. While using the device in this condition is unlikely to result in a patient injury (burn), continued activation may lead to further degradation that would render the tip inoperable. This issue has been seen before and situational analysis (B)(4) was carried out to evaluate this failure. As a result of this situational analysis a CAPA was initiated ((B)(4)). This CAPA is currently in the rca investigation phase and will be used to drive corrective and preventative actions to mitigate the risk of this failure in the future. In addition to this CAPA, this complaint will continue to be monitored through gch. IFU: plasmablade tna: lbl-00125 rev. C ¿ reference points instructions for the appropriate use of the device are provided to further reduce the likelihood of the hazard. Precautions: use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Prior to use inspect the peak plasmablade for any defect. Do not use if insulation or connectors are damaged. Before surgery: connect suction to the suction connector on the handpiece. Inspect the tip for damage. If the tip is damaged, do not use it. Using the adenoid tip: the adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage during surgery: eschar buildup on the tip can be removed manually with gloved fingers or gauze pads. (B)(4).

Event description:
During use, after approximately 4 minutes, the plastic housing of the plasmablade tna adenoid tip melted and the metal wire electrode broke. No patient impact or injury.